Event description:
It was reported that during a prostate procedure at 16,300 joules and 3:53 minutes of use the "fiber tip broke in patient, piece taken out of patient." The fiber was exchanged. Error code "850" was observed with the second fiber. "Operation was finished with turp." Patient outcome "no injury to patient" reported. This event is for the second fiber used.